Event description:
On (B)(6) 2012, it was reported that the check button on the infusion device was not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The complaint can be verified. The check button does not respond. There are particles inside the housing of the check button, and these particles temporarily isolate the area of contact inside the button housing. Due to this problem, the check button does not respond and is without function.